Event description:
Information was received from a patient receiving dilaudid and bupivacaine via an implantable pump. The indications for use were non -malignant pain and chronic low back pain. It was reported that the patient called for assistance with pairing a replacement communicator they received due to inability to do so over the weekend. The manufacturer's patient services specialist (pss) had the patient toggle on location and the patient was able to connect. During troubleshooting, the patient stated 'sometimes the pump inside me isn't in the exact same place - it moves a little bit. It moves like millimeters - or the smallest amount it could move. I have to move the communicator around when I bolus - like now, I'm shaking my leg. If you don't move it, it seems like you lose it.' The patient stated the pump has been like this since 'day 1.' The patient stated that their implanting healthcare provider installed their latest pump and 'tacked it down in 3 places.' The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.